Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discomfort at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed that the cls had migrated closer to the patient¿s spine, contributing to the reported pain. A revision procedure was performed to reposition the cls and resolve the reported event.